Event description:
The container is filled with a blood clot. The blood clot damned up a way of container. As a result cant move to blood bag.

Manufacturer narrative:
Additional manufacturer narrative as follows: complaint confirmed. This was due blood clots in the bottle transfer port and in the transfer tube preventing blood flow to the reinfusion bag.